Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2014. The patient reported blood glucose results of ¿203 mg/dl¿ with the subject meter and ¿179 mg/dl¿ on another meter, performed within an unspecified time of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with novolog insulin (25 units) and levemir insulin (27 units). Based on the alleged result, the patient administered himself an increased dose of insulin (amounts not specified). After, the patient claimed he felt symptoms of sweaty, nausea, headache and tired. The patient alleged his blood glucose dropped to ¿59 mg/dl.¿ the patient took glucose tablets/ glucose gel as treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient was educated on the correct sample sites for alternate site testing (ast). This complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.